Event description:
The device was used during a thoracoscopy procedure. Reportedly, the shaft disengaged. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.

Manufacturer narrative:
2/23/1998-supplemental report #1 submitted to FDA.